Manufacturer narrative:
Additional information can be found in section b5, which has been updated with additional information received from customer. The field service representative (fsr) inspected the module logs and found random spikes for vortexer three but was unable to determine a single definitive likely cause for the discrepant results. Return testing was not completed as returns were not available. The instrument service history review for ai01181 revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any similar issues related to the alinity system. A review of tracking and trending for the alinity I processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6)were identified.

Event description:
The customer reported a false non-reactive alinity I hiv ag/ab combo and provided the following data: (reference = 1.00 s/co is reactive) sample ID (B)(6)initial result was 0.42. The sample was run again and generated the following results: 1.89 & 2.72 there was no reported impact to patient management. Update: additional information received from the customer. This patient was then sent away for western blot testing ¿ indeterminate hiv wb and negative p24. Patient has a history of wpos screening results with indeterminate wb results.

Event description:
The customer reported a false non-reactive alinity I hiv ag/ab combo and provided the following data: (reference = 1.00 s/co is reactive) sample ID (B)(6) initial result was 0.42. The sample was run again and generated the following results: 1.89 & 2.72. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.